Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was scratched. It was not able to be determined whether the screen could be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the display lens was observed to be scratched and scuffed, covering the viewing area of the display. The pump powered on with a blank display screen. The audible and vibratory alarms were found to function properly. Further testing was unable to be performed due to the blank screen at power up. The pump was opened and there was evidence of moisture found internally on the main printed circuit board (pcb), display screen, support bracket and transceiver pcb.